Event description:
During evaluation at philips authorized repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement. The bench repair technician replaced the speaker to resolve the reported issue. The device passed all tests and was returned to the customer.